Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error alarm or motor noise noted during testing.

Event description:
Customer called in stating that her insulin pump alarmed while it was automatically rewinding. The insulin pump alarmed motor error. She stated that she is unable to rewind the pump. The blood glucose reading is 187 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.